Event description:
It was reported that the device had error 1260. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's stated problem was not confirmed. The battery and rear housing were replaced due to being old and damaged respesctively. There was no known cause of the reported issue, and no further action will be taken.